Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 293 and 248 mg/dl. Customer also stated the results were different when compared to another device; actual meter to meter comparison test results were not provided. The customer¿s expected am fasting blood glucose test result range is 220-222 mg/dl and expected pm fasting blood glucose test result range is 290-300 mg/dl. The customer stated that his blood glucose does run high and he was only concerned with the results being erratic. The customer feels well and did not report any symptoms. At the time of the initial call, no medical attention was reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer am fasting and produced test results of 262 mg/dl and 258 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2024 and test strips were opened two days prior to call. The meter memory was reviewed for previous test result history: result 1: 297 mg/dl, date: (B)(6) 2023, time: 832 am fasting. Result 2: 291 mg/dl, date: (B)(6) 2023 , time: 816 am fasting. Result 3: 293 mg/dl, date: (B)(6) 2023, time: 813 am fasting. Result 4: 248 mg/dl, date: (B)(6) 2023, time: 812 am fasting. Result 5: 300 mg/dl, date: (B)(6) 2023, time: 619 am non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer contacted customer in a follow-up call on 18-jul-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated he was currently in the hospital due to his diabetes. Customer was concerned with the results from the true metrix air meter compared to the hospital's device. Customer was offered replacement and customer requested manufacturer contact him at another time. No further information was able to be obtained. Note 2: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved and the customer's condition had improved - unable to establish contact with customer at this time.